Event description:
The lay user / pt contacted lifescan (lfs) on january 30, 2007 alleging high readings on her one touch ultra 2 meter. A medical affairs specialist (mas) sent follow up questions and obtained the following info: the pt has been a diabetic for the past 20 yrs and tests her blood glucose three times a day. She takes half a pill of limiperid daily for her diabetes. A normal reading in the mornings is "about 100 mg/dl and after meals 140 mg/dl to 150 mg/dl". She started to use the ultra 2 meter since june 2006. The pt compared her ultra 2 meter to her basic plus meter on 01/30/07. The basic plus meter displayed a 176 mg/dl and her ultra 2 meter displayed a 216 mg/dl. Time difference was less than 10 minutes from one another. She had felt that her ultra 2 meter had been giving her false high readings for a long time. On the morning of january 26, 2007 the pt tested her blood glucose and obtained a 137 mg/dl (fasting state) and was asymptomatic. She took her 1 entire pill of limiperid, an oral medication as she felt the morning reading was elevated; she normally takes half a pill once a day. Around noon she tested her blood glucose and obtained a 116 mg/dl and did not attempt to test her blood glucose and laid in bed for 1.5 hrs and felt better. She did not attempt to treat herself or retest her blood the rest of the day. She denied seeking any medical attention or contacting her physician for assistance. The test strips were in good condition and not expired. The technique for applying blood on the test strip was correct. Both meters (ultra 2 meter and the one touch basic plus meter) passed using control solution. Although the meter passed quality control, the complaint is being reported because the pt claims she increased her pill based on the meter result in the morning and later had symptoms she feels are due to being hypoglycemic.